Event description:
An endoscopic retrograde cholangiopancreatography(ercp) procedure was performed for stent removal, brushing and stent. A duodenoscope was advanced to the second portion of the duodenum where two stents were identified. The left-sided stent was removed with a snare over a guidewire. Thereafter, a limited cholangiography from above the hilar stricture was done. Also, cytology brushing, reinsertion of a 10-french, 12-cm stent to the left side were performed. Just on completing the stent deployment, a 1- to 2-mm metallic density was noted high in the left duct that appeared to have become detached from the leading end of one of the catheters employed for cytology and/or stent placement. Assessment of the used devices, and of the new devices of each variety, demonstrated to us that this was a ring displaced from the cytology brush catheter. The stent was already in place. This did not appear to be within an extremely peripheral duct, and no effort was made to retrieve it at this time. The second stent, on the right side, was then accessed with a guidewire and removed over the wire. Cholangiography again confirmed the location of the hilar stricture. Brush cytology was obtained to this side, and upon removal of the cytology brush, we again identified a metallic density that was located left, high in the right duct. This was still on the guidewire at this point in time. With jerking maneuvers, we sought to bring it lower in the dilated segment of right duct. The wire access through its lumen was eventually abandoned to allow passage of a wire and a standard occlusion balloon. Unfortunately, this pushed the ring much more peripherally. Wire access was easily regained, but in attempting to loop the wire or gain access for potential snaring of this device, it ended in a peripheral duct. A 4-mm dilating balloon was extended out to the region of this ring, and the dilating catheter was slightly larger than the ring and the duct. We were unable to loop the wire more peripherally to push it back, and unable to retract the ring with friction withdrawal over a slippery glidewire. Hence,on completion, there were two radiopaque rings retained within intrahepatic ducts, one on each side. Both cytology brushes were labeled with the same lot number. Prolonged antibiotics were provided. The manufacturer response has been no response as of the date of this report.